Event description:
The manufacturer received information alleging a ventilator failed to provide flow. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed, the foam in the air inlet path assembly was observed to have peeled off and blocked the blower inspiratory port. The device's air inlet path assembly needs to replaced to address the issue.